Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 301mg/dl, 157mg/dl. Tests were done within 10 minutes with a difference of 56%. Pt did not experience any events. No further info has been reported.